Event description:
During a routine patient assessment and the replacement of the electrodes due to their sliding off, small bumps were found on the chest and stomach, underneath the electrodes. The chest bumps were noted to be reddened and one was blistered. The stomach bumps were noted to resemble pimples with white heads.